Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 date using a large flexnav delivery system. The patient had mild tortuous anatomy. The patient's activated clotting time (act) levels were above 280 seconds. During the procedure the valve was re-sheathed twice and required to be moved across the aortic arch into the descending aorta. The valve was implanted. The final implant depth was 6mm from the non-coronary cusp (ncc). Five days post-procedure the patient went into complete heart block and experienced a disabling stroke. A permanent pacemaker was implanted. A clot was noted on computed tomography (CT) and was removed. The user believed the multiple re-captures and moving the valve back into the descending aorta contributed to the heart block and stroke. The patient status was hospitalization.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block, stroke, and thrombus was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. A cause for the reported stroke appears to be a cascading event of the thrombus. A cause for the reported thrombus could not be conclusively determined. The reported surgical interventions and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 date using a large flexnav delivery system. The patient had mild tortuous anatomy. The patient's activated clotting time (act) levels were above 280 seconds. During the procedure the valve was re-sheathed twice and required to be moved across the aortic arch into the descending aorta. The valve was implanted. The final implant depth was 6mm from the non-coronary cusp (ncc). Five days post-procedure the patient went into complete heart block and experienced a disabling stroke. A permanent pacemaker was implanted. A clot was noted on computed tomography (CT) not on the valve and was removed. The user believed the multiple re-captures and moving the valve back into the descending aorta contributed to the heart block and stroke. The patient status was hospitalization.